Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received multiple shocks due to oversensing on the right ventricular (rv) lead. It was noted there was noisy episodes stored on the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.